Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer changed her insulin pump's battery, received a failed battery alert, and could not clear the alert. The customer's blood glucose level was 195 mg/dl. Standard troubleshooting was performed. The customer changed the battery and did not get a failed battery alert. The product is not being returned. Nothing further was reported.